Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The subject pacemaker was checked on (B)(6) 2012. Battery impedance was 4.42 kohms and magnet rate 94 min-1. The displayed residual longevity (time to eri) was 20 months. During the next follow-up scheduled 1 year later ((B)(6) 2013), the device had reached the elective replacement indicator. The battery impedance was 10,94 kohms and magnet rate 80min-1. The pacemaker was found in backup mode (vvi/70min-1/5v). Pacemaker was explanted on (B)(6) 2014.